Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73m1400236 was manufactured on 12/16/2014 a total of (B)(4) pieces. Lot was released on 12/17/2014. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination revealed that the staples are misaligned. Two of the staples at the patient end of the stapler are misaligned and are therefore preventing the staples from moving down the track. Only six staples remain in the stapler, indicating that approximately 29 staples were fired from the stapler by the customer before the defect. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was engaged, however no staples would form. The misaligned staples prevent staples from entering other remarks: the forming tool. The stapler was disassembled and it was confirmed to be assembled correctly. The misaligned staples could not be corrected. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the staples stuck in the stapler was confirmed based upon the sample received. The two staples at the patient end of the stapler were found to be misaligned which prevents the staples from moving down its track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event:during use the staples got stuck in the cartridge and did not come out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use the staples got stuck in the cartridge and did not come out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned staple revealed that the stapler is jammed. Two semi formed staples are stuck in the anvil. The rest of the staples appear to be aligned correctly. There are 34 staples in the cartridge indicating that the stapler has only fired one staple. All other staples were returned. No other defects were observed. The staple cover block was removed to observe the assembly. No defects were observed. The product is assembled correctly. However, the spring located against the trigger is corroded. No other defects or anomalies were observed. Nonconformance, (B)(4), has been initiated to further investigate this complaint issue as the stapler anvil did not release the staples once the trigger was engaged. The anvil was replaced with a lab inventory anvil and functioned properly. The anvil in the returned stapler is defective. Other remarks: the reported complaint that the staples stopped firing was confirmed based upon the sample received. The returned staple was able to make properly formed staples. However, the staple would not release from the anvil once formed. The cover block of the stapler was removed and it was confirmed that the stapler was assembled correctly. However, corrosion and rust could be found on the inner spring. It is unknown what caused the corrosion. The anvil was removed and replaced with the anvil from a functioning lab inventory stapler and the device functioned with no problems found. The anvil is defective. A device history record review was performed on the visistat stapler with no evidence to suggest a manufacturing related cause. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance, (B)(4), was initiated to further investigate this complaint issue.

Event description:
Alleged event:during use the staples got stuck in the cartridge and did not come out. The patient's condition was reported as fine.